Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, while advancing the lantern approximately 30 centimeters into the catheter, the physician experienced resistance, and subsequently, the lantern became stuck. Therefore, the lantern was removed. The procedure was completed using another microcather and the same catheter. There was no report of an adverse effect to the patient.